Event description:
This console was not on a pt. Customer reported that during routine console checkout, the primary controller on the css console would not pass calibration. This alleged failure mode poses no risk to a pt because it occurred during routing console checkout and was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the console has a redundant, backup controller, and redundant system performance was not affected. Syncardia has requested that the css console be returned for eval.